Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
Baxter (B)(4) reported that a flash was found at the edge of the minicap. There was no patient involvement. No further information is available.